Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (350 mg/dl). Customer stated luer lock appeared to not be connected properly. Customer properly connected the luer lock and resumed insulin delivery. Reportedly, pump is functioning as expected.